Event description:
It was reported that resistance was felt when filling multiple cartridges during the load sequence. Reportedly, the customer did not perform the air removal step correctly. A clinical support specialist educated the customer on properly removing the air through the cartridge. There was no adverse impact to customer's blood glucose level. The clinical support specialist guided the customer through the cartridge fill process and a cartridge was successfully loaded onto the pump.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.